Event description:
Event description boston scientific received information that this ICD declared a battery status of end of life (eol) two months post-implant due to an extended charge time. The device charged and delivered therapy for a ventricular tachycardia (vt) that occurred while the patient was exercising on a treadmill. There were no reported adverse effects associated with the delay in therapy. The capacitors were manually reformed twice and the battery status recovered to beginning of life (bol). Boston scientific engineers reviewed device memory data and confirmed that the battery had recovered; however, root cause for the extended charge time could not be identified with memory data only. The device was therefore replaced and returned for laboratory evaluation.